Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with an unspecified antibiotic (drug name, dose, route, frequency, and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.